Event description:
It was reported that during procedure, shortly after firing the laser, the fiber broke and it was unusable. The procedure was completed after replacing the fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Microscope inspection identified that the fiber tip was in good condition, but the connector exhibited severe burn marks. Visual inspection identified that the fiber body was kinked. Therefore, the reported event was confirmed. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during procedure, shortly after firing the laser, the fiber broke and it was unusable. The procedure was completed after replacing the fiber. There were no patient complications reported.